Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: returned product consisted of a nc emerge balloon catheter. The balloon was loosely folded, with blood in the balloon. The device was soaked in a waterbath for 2 days. The tip, balloon, hypotube, inner and outer shaft were microscopically inspected. Inspection revealed a pinhole in the balloon material, located at the distal edge of the distal markerband. An inflation device filled with water was attached to the hub, and positive pressure was applied. When pressure was applied, water was found to be streaming out of the pinhole in the balloon material. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. There was no evidence of any damage or irregularities contributing to the reported crossing difficulty. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 27-apr-2018. It was reported that crossing difficulties were encountered. The target lesion was located in a coronary artery. A 3.50mm x 15mm nc emerge® balloon catheter was advanced but failed to cross the lesion. The procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed balloon pinhole.